Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was performed on the user's data available in data management system. Per the investigation analysis, it was observed that there were inconsistencies between calibration entries which led to deviation in sensor behavior and the sensor performance started to decline due to these inconsistent calibrations. Eventually the system retired the sensor on (B)(6) 2022 (day 165 of sensor life), which was outside of its warranty period. As a result, a return material authorization (RMA) was not required for replacement.

Event description:
Senseonics was made aware of a hypoglycemia event with allegation of sensor inaccuracies on (B)(6) 2022. The reported blood glucose (bg) value was 19 mg/dl and sensor glucose (sg) value was 300 mg/dl. User complained of not receiving low glucose alerts because the sg value never crossed the set low alert threshold of 70 mg/dl. User was symptomatic (felt shaky and sweating), however, didn't seek medical treatment since the event was self-managed by drinking apple juice.